Event description:
There is no allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. However, the session records revealed possible output circuit damage. No further information is available at this time.

Manufacturer narrative:
This MDR was initially reported as model 1572/65, serial number (B)(4). This report is to correct the model and serial number.

Manufacturer narrative:
External insulation abrasion was found at 11.5-12.6cm from the connector pin, consistent with friction to the ICD can. The etfe coating was abraded and one conductor was melted at the same location. A fracture of the rv conductor was found at 59.7cm from the connector pin under the rv shock coil. The lumen was intact. Internal insulation abrasion was found at 59.8-61.1cm from the connector pin under the rv shock coil. The sensing conductor was visible, but the etfe coating was intact at the same location. Another internal insulation abrasion was found breaching the rv lumen at 60.2-61.2cm from the connector pin. The etfe coating on one cable was abraded at this location.